Manufacturer narrative:
H11: internal complaint reference (B)(4). It should be noted that, although these lots were used during the procedures, it has not been confirmed which specific lot(s) may be attributable to the reported failures. The reported event involved implants from several fast-fix of three different lots: 4 units of lot number: unknown. 3 units of lot number: 2166095 / mfg. Date [19-oct-2024] / exp. Date [19-oct-2027]. 4 units of lot number: 2165931 / mfg. Date [02-oct-2024] / exp. Date [02-oct-2027]. H3, h6: this complaint was opened by smith+nephew to document patient complications related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the devices itself or with their use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our products cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, (11) eleven fast fix did not fire, in some t1 or t2 did not deploy. Implants were removed in some patients. The procedure was resumed, with a non-significant surgical delay using a similar s+n back-up device. No further complications were reported.